Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, they were not getting any images. A backup-device was used to complete the procedure. No delay in the procedure or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported video baton was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed the reported image issue. When connecting the customer's video baton to known, good, test verathon equipment, the video image split and the customer's video baton intermittently ceases to be recognized. Upon visual inspection of the customer's video baton the verathon technical service representative reported seeing visible damage to the hdmi connector. The camera image quality test was performed for the video baton and failed. Upon completion of the evaluation the glidescope video baton 2.0 large was scrapped as it had already been replaced prior to its return for evaluation, and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.